Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation. Despite several requests for the device/ parts return and attempts to collect additional information, we did not receive anything that would allow us to identify the actual root cause of this event / to go further with this investigation. Therefore the root cause of the reported issue could not be identified. However, if we do get information later on we may re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not investigated. The trend is: normal.

Event description:
The following has been reported by customer: frequent (furosemide) alarms air in line, gets stuck on alarm screen. Unable to clear. Additional information: pump-no tubing. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.